Event description:
The multifocal intraocular lens was removed and replaced with a monofocal at the pt's request, due to his intolerance of the halos and glare he was experiencing.

Manufacturer narrative:
The lens was received cut in 2 pieces precluding optical evaluation. Halos and glares are a known and labeled possible side effect of multifocal lens implantation.